Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product hemolok xl clips 3/cart 42/box lot# 73b1700252 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found there was a crack inside the hinge and it could not be ligated during a nephrectomy. There was no patient injury.

Event description:
It was reported that the doctor found there was a crack inside the hinge and it could not be ligated during a nephrectomy. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. One loose clip was returned. The cartridge was not returned. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip was broken near the outer hinge. R & d was consulted and the damage is consistent with improper loading of the clip or as a result of using damaged appliers. The appliers were not returned. Reference files (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed to the clip indicates that operational context caused or contributed to this event. Other remarks: the reported complaint of "hinge of clip cracked" was confirmed based upon the sample received. One loose clip was returned. The cartridge was not returned. It was found that the clip was broken near the outer hinge. According to r & d, this damage is consistent with improper loading of the clips or using a damaged applier. The actual clip applier was not returned. A device history record review was performed with no evidence to suggest a manufacturing related error. Therefore, based upon the damage observed and consultation with r & d, operational context caused or contributed to this event.